Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the pump indicated a data log corruption. There was no reported adverse impact to the customer. Reportedly, customer continued using pump for insulin therapy.